Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial noise was observed on the electrogram (egm). The atrial insulation was damaged due to lead-to-lead abrasion with the ventricular lead. The physician repaired the atrial lead and subsequently, noise was no longer observed.